Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had keypad failure, numbers 8-9 result in 5-6 found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing,'keypad failure, numbers 8-9 result in 5-' was reproduced pushing the 8,9 buttons registered as the 6,7 on the display. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be when pushing the 8,9 buttons they register as the 6,7 on the display. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.